Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging an error 2 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. The meter involved with this complaint has been returned to lifescan. However, the evaluation of the device has not been completed at this time. The subject test strips involved in this complaint have also been returned to lifescan and were evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips were tested and the alleged "error 2" complaint could not be confirmed. However, a secondary issue was found with the test strips where "er4" was observed with control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: er4 was observed with control solution testing of the subject test strips.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.